Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a cracked retainer. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that the pump had cosmetic damage and crack. Reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.